Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampon string broke off and she was unable to remove the tampon. She also reported the tampon applicator had a piece broken or missing. She went to urgent care and the doctor removed a piece of tampon. She experienced embarrassment, stress, discomfort and anger.